Manufacturer narrative:
Product analysis: the device remains implanted in the patient, therefore no product analysis can be performed. Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Paravalvular leak can be caused by a variety of factors, including valve positioning, patient anatomy, calcification level or presence of pre-existing patient conditions. A mild paravalvular leak (pvl) has minimal impact on the patient and is generally deemed an acceptable residual condition. Potential factors that can influence a dislodged valve include tension applied on the delivery catheter system (dcs) during positioning, calcification levels in the native vessel, compliance of the aorta and native vessels, and a number of others, but a root cause could not be established from the information available. In this case the balloon aortic valvuloplasty (bav) could be the probable cause of the valve dislodged; subsequently a second valve was implanted successfully. Dislodge events are typically not related to a device malf unction. This event does not allege a device malfunction occurred. This event does not indicate device misuse or malfunction. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, mild paravalvular leak (pvl) was reported. The valve was post dilated using a 23 mm balloon aortic valvuloplasty (bav). While removing the bav from the post dilation position, the valve dislodged. It was snared into the ascending aorta. A second transcatheter bioprosthetic valve was implanted. No additional adverse patient effects were reported.